Event description:
Device 1 of 2. Reference MFR report 1627487-2014-00023. It was reported a diagnostic test found impedance issues for several of the patient's (B)(6) lead contacts. An x-ray was taken for further interrogation revealing both lead and anchor migration. Surgical intervention was undertaken to explant the patient's lead and anchor. The lead was replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.